Event description:
It was reported that the patient experienced some "fluctuations in effect from the pump" that was replaced in 2007. These fluctuations occurred over the last 6-8 months, when he had previously done "okay" and had consistent therapy over the last 20 years of itb (intrathecal baclofen) therapy. The clinicians felt like the reservoir volumes were always off since the 2007 pump replacement and that they had larger than expected residual volumes at certain times. They also felt that at times, apparently occurring last in (B)(6) or (B)(6) of last year, when adjusting the patient's dose by normal amounts, about 10% of the time, the patient had some delirium after a dose adjustment that "appeared very much like he had gotten some type of a bolus after that." On (B)(6) , 2011, the patient was taken to the operating room. There was a suspicion that perhaps the 20-year-old catheter had become fractured or somehow had problems. The old pump was disconnected from the existing catheter, and csf (cerebrospinal fluid) flow was perfect. There were no signs of leaking in the pump pocket. The old pump was replaced with a new pump and a new pump connector because it was an old two-piece catheter. A splice was made in the pocket to connect to the old existing two-piece catheter. Csf flow was confirmed and the pump was exchanged, reattached and reimplanted. Csf flow was also confirmed through catheter access flow once the new catheter connector was attached to the pump. The old pump was accessed, and the reservoir volume was expected to be 6.7ml and 7.0ml came back from the pump. There was one pump motor stall noted on the log on interrogation. However, the patient did state that it seemed to be around the time that he had an MRI in (B)(6) . See MFR's report #3004209178-2011-04937 for events following replacement.

Manufacturer narrative:
(B)(4).